Manufacturer narrative:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) got out from the vessel during the step, ¿gently pull back two stops¿. There was no reported patient injury. The intended procedure was diagnostic coronary and a retrograde approach was used. The deployer was mynx certified. The product stored properly according to the instructions for use (IFU) and there was no damage noted to the product packaging upon inspection prior to use. The product prepped properly according to the IFU and the device was purged of air during prep. The vessel type was arterial. The balloon did not lose pressure. Hemostasis was achieved by manual compression. The duration of the manual compression was more than thirty minutes. The patient recovered and was not hospitalized as a result of the event. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant and advancer tube were found inside the shuttle cartridge tubing. The procedural sheath was not returned. No anomalies were observed on the device. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1908802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed through analysis of the returned device since no anomalies were noted. The exact cause of the reported incident could not be conclusively determined during analysis. Based on the information provided and the investigation performed, it is not possible to determine what factors may have contributed pull through experienced since no damages to the device were noted, and there were no anomalies noted with the prep of the device. However, it could have been attributed to handling factors, such excessive tension applied during pullback. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A product history record (phr) review of lot f1908802 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the pull through could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) got out from the vessel during the step, ¿gently pull back two stops¿. The intended procedure was diagnostic coronary and a retrograde approach was used. The deployer¿s mynx training status was certified. The product was stored properly according to the instructions for use (IFU) and there was no damage noted to the product packaging upon inspection prior to use. The product prepped properly according to the IFU and the device was purged of air during prep. The vessel type was arterial. The balloon did not lose pressure. Hemostasis was achieved by manual compression. The duration of the manual compression was more than thirty minutes. The patient recovered and was not hospitalized as a result of the event. There was no reported patient injury.